Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the cartridge was filled with 200 units of insulin, and the insulin gauge decreased to 30 units within a day. The customer's blood glucose level was 135 mg/dl. Tandem technical support was unable to complete troubleshooting as the customer had already loaded a new cartridge onto the pump.